Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "no disposable clamp tubing" alarm. This alarm event pauses the delivery of the pump until the error is addressed. The medication used was 5-fu. A continuous infusion rate of 5.4 ml/hour had been programmed, with a total reservoir volume of 225.1 ml and given 24.95 ml. The pump had been powered down and explained how to close the clamp. The cassette had been removed, and bubbles were observed. The green tab depressed, the cassette tapped on a firm surface and the tubing was massaged. The cassette had been reconnected, and the pump started but "no disposable pump will not run" returned. Above steps repeated. The cassette was attached, clamp opened, and pump started. The screen read run reservoir volume of 225.1 ml. The event occurred while in use with a patient, and the patient was not affected.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported pump alarmed no disposable clamp tubing alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.